Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the connection between the desktop charger (dtc) cord and the ins recharger (insr) was not good so the insr was not charging. The patient noted sometimes the insr would just go off. It was also noted that the patient was not programmed until the monday after surgery and also noted the ins was not fully charged in the operating room. The patient stated the ins was charged the following monday after surgery. The patient reported they were not given charging lessons and had to read the manual. They noted they were told the ins battery would only need to be charged once per week but the patient was having to charge it daily. They stated they were charging to 100% but they were not sure the insr was working properly. A replacement dtc and insr were sent due to the loose connection and not charging. No patient complications were reported as a result of this event.